Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device's exhaled tidal volume (vte) levels being low could not be duplicated. Proper device operation was then observed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
Section d4, model #, of the initial medwatch report stated: prt-00490-001. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) levels were low. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Ventec made multiple attempts to contact the reporter in order to get additional information about the patient and event, but was advised she had no additional information.